Event description:
The customer reported that the system electrical cable was frayed and was in need of repair.

Manufacturer narrative:
The ge service rep confirmed the customer's request. The outer sheathing of the electrical cord was nicked and is showing internal wires. He discovered 4 of 4 cable pushers were in need of replacement. He ordered a new electrical cable and 4 cable pushers. He received and installed the new electrical cord, cable pushers, and new transport ring. He ensured all electrical connectors were tightened properly before installing. The back cover of the workstation monitor was held on with tape, cleaned surfaces and epoxied cover assembly. While replacing the cable pushers, he noticed the wheel assemblies were loose. He removed the covers and tightened 4 wheel assemblies and ensured the wheel locks functioned correctly. The rep re-assembled system and installed covers, test operated system for fluoro operation. System operating as intended.